Event description:
It was reported to philips that system was unable to turn on. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The procedure was completed by relocating the patient to another room. Philips filed service engineer visited the site and confirmed the reported issue. After reviewing the log, fse found loss of connection with the flex vision pc. Upon troubleshooting fse found the issue was caused by a malfunctioning video controller. To resolve the problem, fse replaced the media wall, but the new screen still showed a partial black area, indicating it was faulty. Fse then replaced the media wall again. After replacing the video controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.